Event description:
During the implant procedure, while using the cordis tunneler, bleeding occurred during tunneling. Physician made a third incision and used cautery to stop the bleeding. The stimulation lead body insulation was damaged while using cautery and ligature tool. Physician replaced the stimulation lead with a new one. This resolved the issue.